Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('piece of coiled wire with an attached portion of no coiled wire'). In a 42-year-old female patient who had essure (batch no. B82482) inserted. The patient's medical history included: blood transfusion, hypertension, degenerative disc disease, anesthesia and heavy menstrual bleeding. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy, bilateral salpingectomy, laparotomy, removal of essure device.). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: number of trailing coils, right: 2 and left: 4. Batch no: b82482, production date: 2013-10-21, expiration date: 2016-10-31. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-may-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of coiled wire with an attached portion of no coiled wire') in a (B)(6) year-old female patient who had essure (batch no. B82482) inserted. The patient's medical history included blood transfusion, hypertension, degenerative disc disease, anesthesia and heavy menstrual bleeding. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy, bilateral salpingectomy, laparotomy, removal of essure device.). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: number-of trailing coils right -2 and left -4. Lot number: b82482. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.